Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It was reported that the patient does not regularly rotate the infusion site location which led to the accumulation of scar tissue event on (B)(6) 2026. The patient had hyperglycemia 478 mg/dl and treated bolus via the pump.